Manufacturer narrative:
(B)(4). Malformed clip. Method, results: jaws unable to open_open after assisted; conclusions: device (a1) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon testing, seven clips conforming and one scissored clip were fed. The device locked out as intended but the orange indicator was visible at the 11th firing sequence; thus, it over traveled. These findings are not related with the incident reported. No opening issues were noted during testing. Device (a2) was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Due to the anti backup feature being non-functional, two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were conforming according to our manufacturing specifications. Finally, the device locked out as intended but the orange indicator was not completely visible. The found anti backup and orange indicator failure are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a cholecystectomy procedure, the first clip applier could not be fired as the branches didn't open. The second clip applier could be fired but required an unusual amount of force to do so. Surgeon is used to this clip applier. Another device was used to complete the procedure. There were no adverse consequences for the patient.